Event description:
Hill-rom rec'd a report from the account stating something snapped during a patient transfer. The patient fell out of the lift and sustained a non-serious injury (laceration on her head). The lift was located on the first floor of the account at the time of the incident. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
Upon inspection, the hill-rom technician found the slingbar bolt broke during the patient transfer. A search of the hill-rom preventative maintenance records did not show hill-rom performed any preventive maintenance on this lift. It is unknown if the facility performs preventive maintenance on their lifts. The lift has been replaced to resolve the issue. Based on this information, no further action is required.